Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: tech. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the customer stated that the involved angio-seal devices had trouble with gaining access over the wire into the artery and were immediately discarded. The patient condition was stable. The procedure outcome was successful. The event occurred intra-operative. Additional information was received on 18 nov 2022: the customer confirmed that two devices were used on the same patient. Additional information was received on 29 nov 2022: both devices were used in peripheral leg angio procedure, prior to using the closure devices. A 6fr procedural sheath was used. There were no issues with the patient anatomy at puncture site. A pre-deployment angiogram performed. The second device was attempted; however, pressure was held to achieve hemostasis. There was no blood loss that was greater than 250cc. No equipment or other devices were used with the reported product.